Manufacturer narrative:
Product analysis: analysis did not confirm the reported external pulse generator (epg) pacing problem. It was found that there were label remnants covering the bottom of the cases over the battery drawer and intruding between the battery drawer and the lower case. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing correctly. The epg was returned for service. There was no patient involvement.